Event description:
It was reported when using the pyxis medstation es system that it had an issue with a multiple drawer failures. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by a row board cable and position sensor. A field service engineer reseated the row board cable for the main and auxiliary drawer and also reseated the position sensor for the auxiliary drawer. The system functioned as intended after the field service engineer troubleshooted the device.